Event description:
It was reported that the battery power depletes to two bars after being fully charged and connected to controller. The battery was exchanged and returned to heartware for further evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing due to a faulty internal cell pair. The reported event could not be confirmed through logs as they were not available at the time of analysis. However, the confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Fsca (B)(4) was distributed to reinforce proper power management. There are no known clinical or user related factors that could have contributed to this event. On (B)(4) 2014, a field safety notice (fsca (B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca (B)(4) was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on (B)(4) 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on (B)(4) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.